Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04983 / 04984 and, 07449 / 07450).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning, metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that right hip debridement procedure was performed on (B)(6) 2013 due to infection. Additional information received in patient medical records indicates that right hip revision procedure was performed on (B)(6) 2013 due to infection with intrapelvic abscess, pseudotumor, osteolytic changes, and metal allergy. The patient¿s operative report noted white fluid, grey caseous material, and osteolysis. All components were removed and replaced with antibiotic spacers. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2014 to remove and replace antibiotic spacers. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2014 remove antibiotic spacers and re-implant a competitor's total hip components.